Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated that the patient was not hospitalized due to the event.

Event description:
The patient presented in clinic and was admitted following inappropriate therapy delivered by the device. Technical support was contacted and confirmed the inappropriate therapy was due to post-sensed t-wave oversensing. The device was reprogrammed successfully. The patient was stable.